Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The first fire was stopped and the jaw was not opened. The surgeon cut with harmonic around the tissue which attached the device and was able to remove it. There was a small leakage, but the surgeon sutured and used a reinforcement. The initial operation was partial resection. The result of the tissue examination, it was positive, so the procedure was changed to segment resection. The patient is stable.

Event description:
It was reported by the sales rep that during a vats segmental resection of right lung, the knife stopped while firing. The device was used on the lung parenchyma, and the target tissue was thick. The knife did not return to home position, and the knife reverse switch and the manual override lever were used. The surgeon converted the procedure since the jaws remained clamping the tissue, and additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/3/2020. D4: batch # t5ea82. Investigation summary : the analysis found that one psee60a device was returned with no apparent damage and with a gst60g partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? No further information is available. Was buttressing material used? Yes. Neoveil sheet was used as a reinforcing material for the treatment of the leakage. Was the device difficult to close? No further information is available. Does the surgeon routinely wait 15 seconds prior to firing? No further information is available. What troubleshooting steps were taken to open device? The knife reverse switch and the manual override lever was used. But the jaws did not open. How many times was the manual override lever ratcheted? No further information is available. What was the underlying lung disease? No further information is available. What is the current patient status? The patient is stable as of (B)(6) 2019. No further information will be provided.